Event description:
During open reduction internal fixation (orif) of right elbow, drill bit piece broke.====================== health professional's impression======================drill bit broke when in contact with other orthopedic hardware.